Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device cord was torn at the connector end exposing the spring and was power broken (runs in the load position). During repair it was observed that the locking components were damaged. Therefore, the reported condition was confirmed. The assignable root cause for the tear was determined to be due to exertion of extreme force by pulling on the cord during cleaning or use. The assignable root cause for damaged locking components was determined to be consistent with user error by trying to run the device while in the load position. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the wire covering the cord had been pulled away from the distal end on the motor device. During in-house engineering evaluation, it was observed that the device had a torn cord at the connector end exposing the spring and was power broken (runs in the load position). The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.